Manufacturer narrative:
The user-facility was contacted. We only reached the answering machine. Numerous attempts were made to reach the reporting nurse with no success. Only the device number was provided, there was no lot number provided and the device was requested, but not returned.

Event description:
Manufacturer received report from user facility on 04/16/2009 and the following info. The pt was having a tonsillectomy and adenoidectomy. The surgeon was using mejelski forceps to cauterize the blood vessels after removing the tonsils and adenoids. The insulation on the forceps apparently was compromised because the heat from them burned the pt's lips and side of her mouth.